Manufacturer narrative:
All available information was investigated and the reported difficulty removing the gripper line and single leaflet device attachment (slda) could not be tested during returned device analysis because only the gripper line was returned. Gripper line was noted to be broken. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a definitive cause for the reported physical resistance could not be determined; however the observed gripper line break and physical resistance appears to be due to difficulty removing the gripper line. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line and the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After clip deployment, resistance was met removing the gripper line (gl), which caused the clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment (slda)). Another clip was implanted to stabilize the slda clip however the mr was unable to be reduced and remains at 4. There was a clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficulty removing the gripper line and single leaflet device attachment (slda) could not be tested during returned device analysis because only the gripper line was returned. The gripper line was noted to be broken. The gripper line was sent to scanning electron microscopy (sem) analysis where the results indicated that the broken gripper line exhibited a bend in the line, as well as, evidence of necking/narrowing of the line diameter as result of elongation, in the area of the fracture. The fracture morphology exhibited a tensile shear fracture mode. A definitive cause for the reported physical resistance could not be determined; however the observed gripper line break and slda appears to be due to difficulty removing the gripper line. There is no indication of product quality issue with respect to manufacture, design or labeling.